Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced recurrent hypoglycemia after previously stable control, with self-reported blood glucose values dropping to approximately 44¿45 mg/dl and subsequent fluctuating glucose levels. Symptoms included hypoglycemia requiring carbohydrate intake. Outcomes included self-treatment with oral glucose and no use of glucagon, no medical assistance, and no hospitalization. Investigation included outreach by customer care and review with a clinical diabetes specialist, along with user education and troubleshooting. Investigation of this case revealed no device alarms, no identifiable device malfunction, and no specific source of the issue, after which therapy continued and glucose values returned to target. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.